Event description:
It was reported that a minicap contained an inadequate amount of iodine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was received and evaluated. Visual inspection found no issues with the device. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.